Manufacturer narrative:
The explanted lens was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge, handpiece, and viscoelastic were used. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The replacement lens was the same lens model, same cylinder power, but 2 diopters larger. The company lens was removed and replaced with a same company with more diopter lens. The explanted lens was not returned to evaluate. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The surgeon indicated that the positive dysphotopsia was due to refractive surprise. Information was provided that the patient had prior lasik. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with severe positive dysphotopsia. The lens was exchanged for another lens model 03 months 28 days following the initial procedure. Clinical reason for explant was mentioned as refractive surprise. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
Upon further review of the available information post submission of the initial report, the intraocular lens (iol) was exchanged with the same model lens but two diopter more power, indicating that the correct lens power was not implanted initially. There is no reported defect or fault with the iol. Based on thiss event does not meet criteria for reporting as a serious injury per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).